Event description:
As reported to coloplast though not verified, additional information received stated that on (B)(6), 2018 - removed two sites with scissor under local anesthesia. Well tolerated. (B)(6), 2018 - pain sometimes in sitting position. Impression of feeling the strip. (B)(6) 2019 - pain without intercourse, pinch impression (ex strip palpated in the center). (B)(6) 2019 - excision of the strip. (B)(6), 2019 - little vaginal sensitivity, sub-pubic pain if hold back after urinating, pain with full bladder.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information. Received for record#: (B)(4). On (B)(6) 2018: ui (drops) only when coughing hard, urinary urgency persists. On (B)(6) 2016: cystitis.

Manufacturer narrative:
Patient code 2275 was selected for "urine frequency." Patient code 2120 was selected for "cystitis". Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pains in the vagina, back (near the hips) and between the thighs, not to mention the feeling of tearing. The pain increases in intensity after practicing sports and especially sex. Vaginal erosion and formation of a painful scar.